Manufacturer narrative:
Device alarmed motor error during the basic occlusion test due to loose or protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test due to motor error alarm. However, device passed rewind test and displacement test. No rewind grinding noise anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s daughter reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 401 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not mention any symptom related to high blood glucose level. The customer also reported that the insulin pump had motor error and every time he received full rewind alarm and tried to do rewind change infusion set he was hearing a grounding sound and it was more noisier if he was doing rewinding. The customer stated that the drive support cap was flush. The insulin pump will be returned for analysis.